Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in recovery mode and after a restart, it still remained in recovery mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was in recovery mode and after a restart, it remained in recovery mode. A technical support specialist (tss) logged into the station and confirmed that it was currently allowing user login and displaying the patient list as expected. Reached out to the customer to verify that the issue has been resolved. Customer confirmed that asset was incorrect at case creation and new case has been created.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in recovery mode and after a restart, it still remained in recovery mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.